Manufacturer narrative:
Inratio precision data provided by end-user lot 060398: first test = 1.9 second test inr = 2.3. Mean = 2.1; sd = 0.28; %cv = 13%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 1.0 second test inr = 2.3.